Event description:
A report was received that the patient underwent an ipg replacement procedure for a new system. The patient was reportedly doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an ipg replacement procedure for a new system. The patient was reportedly doing well postoperatively. No device malfunction was suspected.